Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had undergone abdominal surgery and radiation therapy. After the procedure, the artificial urinary sphincter (aus) stopped working; it was reported that the radiation was the suspected cause of the device malfunction. The patient then underwent a surgical procedure in which the balloon was removed and replaced. The new component was implanted on the left side through an abdominal incision. There were no patient complications related to the event and the patient was in stable condition following the procedure.